Event description:
Customer alleged the on/off switch got really loose. No injury alleged.

Manufacturer narrative:
The consumer stated that her son was using the (B)(4) aerosol compressor and she noticed that the on/off switch was really loose. The unit allegedly started to get a funny smell after that. The consumer is to contact her dealer to have the necessary repairs made. No RMA issued at this time. No injury alleged.